Event description:
It was reported that the patient's with this brady system experienced atrial pacing which induced atrial tachycardia. The device remains in service. No additional information is available at the moment. No additional adverse patient effects were reported.